Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and motor tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and cracked reservoir tube.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 397 mg/dl. The customer expressed a rapid heartbeat and nausea as symptoms of her high blood glucose. The customer treated the high blood glucose with a manual prime. While troubleshooting, the insulin pump failed the high pressure test and received the motor error alarm as well. The customer did not recall any significant events leading to the motor error alarm. During troubleshooting for the motor error alarm, the customer stated that she was able to copmlete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.